Event description:
It was reported that the pt received inappropriate shocks due to sensing difficulty. No further pt complications were reported as a result of this event. It was further reported that the pt experienced 8 inappropriate shocks due to sensing difficulty from interference. There was failed defibrillation on the service conductor coil. Both the rv and svc leads were explanted. The ra was also explanted due to potential interference and subsequently tested out of specification during the MFR's analysis. No further pt complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Evaluation summary: no anomalies found; full lead in segments was returned for analysis. Evaluation summary: outer insulation breached depression; partial lead in segments returned for analysis. Evaluation summary: no anomalies found; partial lead in segments returned for analysis.